Manufacturer narrative:
As reported by the customer a powerflex pro 3 mm 22cm 135 balloon would not deflate. Several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device for analysis, the reported customer complaint of "deflation difficulty-unable to" could not be confirmed. Based on the very limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
A physician reported that a 3mm 22cm 135 powerflex pro balloon would not deflate.

Manufacturer narrative:
This device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.